Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Troubleshooting is pending to address this issue.

Event description:
Additional information indicated that surgical intervention occured wherein the ipg was explanted.

Event description:
Additional information indicated that the ipg was put into surgery mode before unrelated procedure. Ipg lost communication with external device post procedure.

Manufacturer narrative:
Additional information was added.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.